Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of the driveline disconnect and the low voltage hazard/no external power events while on the mpu was said to be due emergency medical services (ems), accidental during prep for transport.

Event description:
It was reported that patient had a large ischemic stroke to the right of middle cerebral artery (mca) territory on the computed tomography (CT) scan with symptoms of facial droop and aphasia beginning on (B)(6) 2026 at home. The patient was brought in by the emergency medical services (ems). Log files noted a brief driveline disconnect; likely due an accidental disconnect when the ems was trying to prepare the patient for transport. A repeat CT was done which showed a large right mca territory infarct with interval hemorrhagic conversion and increased mass effect, including a new minimal leftward midline shift. The patient stable and being monitored. No interventions were done at this time. Log files captured low voltage hazard/no external power events on 28jn2026 at 0924 while using the mobile power unit (mpu). It looked like the mpu was potentially unplugged, which enabled the emergency backup battery (ebb) in the system controller. The event lasted around 3 seconds. It was noted that the driveline was disconnected a few minutes later on (B)(6) 2026 at 0927 for around 3 seconds as mentioned earlier. There were no other unusual events were noted in the log.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The submitted controller event log file contained events from 27jan2026 ¿ 29jan2026, per the timestamps. On 28jan2026 at 09:27:15, the driveline was disconnected from the controller, activating a driveline disconnect alarm. The driveline was reconnected to the controller at 09:27:35, and the pump was able to restart without issue. The system controller supported the system as intended while the driveline was connected. The system controller was not returned for analysis. Provided information from the account indicated that the driveline was disconnected inadvertently during preparation for transport by emergency medical services. It was determined that the root cause of the reported event was due to user error in disconnecting the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Users are also warned not to perform a controller exchange without the aid of a trained, competent caregiver. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions, including driveline disconnect alarms, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.